Event description:
It was reported to baxter (B)(4), on (B)(6) 2012 during a fill, the home choice machine (hc) sounded check supply line. The home patient (hp) was connected to the machine. The hp decided to switch two of the bags from supply line to heater line. The technical service representative (tsr) explained that the supplies were compromised and that the hp would need to end therapy and start over with new supplies or finish manually. The hp stated that he will finish manually and call the rn. The hc was operational. No clinical consequences for the patient were reported

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review task found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.